Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a miniloc infusion needle was returned for evaluation. An initial visual observation of the video showed a clear liquid being infused through the needle. The needle was observed to be leaking from the needle housing. The safety mechanism was not activated. No obvious use residues were observed on the sample. No damage could be seen on the sample in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when filled with saline solution, the product leaks at the junction between the needle and the device, making it impossible to use. Event occurred during the procedure. Patients were not harmed. It was reported this occurred with ten devices. This report addresses all ten devices. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.